Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had gone swimming for thirty minutes with the pump on. The customer's blood glucose level was reported to have gone from 96 mg/dl to 64 mg/dl within one hour. The customer's mother stated that the lower blood glucose levels might have been caused by the customer's water activities. The customer drank juice and consumed protein to correct the...

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.